Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the product is lost and will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding patient for unknown spinal thera py. It was reported that insertion of cage with the introducer is risky, chance of slippage of the instrument into the canal is likely, as the hold between instrument and cage is not stable, so used punch for insertion. There was patient involved in the event and no further complications or symptoms were reported. Additional information was received via manufacturer representative that punch was used for better insertion as the cage inserter doesn¿t have a good hold for complete insertion and the product was broken while inserting. The incident took place intra-op, while inserting the cage into the patient disc space. The procedure involved in the event was anterior cervical discectomy and fusion (acdf) and the product came in contact with the patient. Additional information was received via manufacturer representative that the inserter doesn¿t have a good hold for complete insertion. The product number and lot number of the inserter is 6620810 and em15f038.